Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On january 17, 2017, it was reported that the device was not cutting properly. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a 1¿/ 3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on january 20, 2017 revealed the calibration was out of specification at the 0 setting; all other settings were within specification. The motor speed was within specification and the control bar was flush with the master blade. The head, calibration shaft, throttle lever, and swivel were all worn and the 3 and 4 inch width plates both need replaced. It was also noted that the device has never been repaired in the sap system and there was no hose or 2" width plate sent in for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, calibration shaft, swivel, 3 inch width plate, and 4 inch width plate. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, calibration shaft, swivel, 3 inch width plate, and 4 inch width plate. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed the calibration was out of specification at the 0 setting; all other settings were within specification. The motor speed was within specification and the control bar was flush with the master blade. The head, calibration shaft, throttle lever, and swivel were all worn and the 3 and 4 inch width plates both need replaced. It was also noted that the device has never been repaired in the sap system and there was no hose or 2" width plate sent in for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, calibration shaft, swivel, 3 inch width plate, and 4 inch width plate. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. Post repair analysis of the air dermatome revealed the swivel rotated smoothly clockwise and counterclockwise. The motor speed was within specification and the control lever torque was also within specification. The control bar position was flush with the master blade and the side to side and calibration readings at all test positions were all within specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was reported the device was not cutting properly.